Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains / pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's concurrent conditions included blood in urine, flank pain and ovarian mass. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and back pain ("back pain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse),/ still can¿t have sexual intercourse due to pain and loss of desire") and abdominal distension ("stomach is still bloated"). The patient was treated with surgery (she underwent unilateral salpingectomy and hysterectomy.). Essure was removed in 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dyspareunia had not resolved and the genital haemorrhage, abdominal pain lower, back pain, migraine, headache, nausea, tooth disorder and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: there were 3 coils seen in the endometrial cavity. There was 1 coil at the tubal ostium. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received, reporter added, patient concomitant condition added,events added as vaginal haemorrhage, menorrhgaia, migraine, headache, nausea, tooth disorder, dyspareunia, abdominal distension, loss of libido, device monitoring procedure not performed. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains / pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's concurrent conditions included blood in urine, flank pain and ovarian mass. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and back pain ("back pain"). On an unknown date, the patient experienced tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse),/ still can¿t have sexual intercourse due to pain and loss of desire"), abdominal distension ("stomach is still bloated") and gestational diabetes ("gestational diabetes"). The patient was treated with surgery (she underwent unilateral salpingectomy on 2012 and hysterectomy(B)(6) 2013.). Essure was removed in 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dyspareunia had not resolved and the genital haemorrhage, abdominal pain lower, back pain, migraine, headache, nausea, tooth disorder, abdominal distension and gestational diabetes outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, dyspareunia, genital haemorrhage, gestational diabetes, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: there were 3 coils seen in the endometrial cavity. There was 1 coil at the tubal ostium. Discrepancy noted as per pfs: date of removal of essure device: (B)(6) 2012. Most recent follow-up information incorporated above includes: on 31-aug-2018: plaintiff fact sheet received. Event added: gestational diabetes. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains / pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included blood pressure high, depression, anxiety and insomnia. Concurrent conditions included blood in urine, flank pain and ovarian mass. Concomitant products included buspirone, fluoxetine hydrochloride (prozac), lorazepam (ativan), metoprolol and zolpidem tartrate (ambien). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and back pain ("back pain"). In 2015, the patient experienced ovarian cyst ("cyst on ovary"). In 2017, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),/ still can¿t have sexual intercourse due to pain and loss of desire"), abdominal distension ("stomach is still bloated") and gestational diabetes ("gestational diabetes"). The patient was treated with surgery (she underwent unilateral salpingectomy on 2012 and hysterectomy (B)(6) 2013.). Essure was removed in 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dyspareunia had not resolved and the genital haemorrhage, abdominal pain lower, back pain, migraine, headache, nausea, tooth disorder, abdominal distension, gestational diabetes and ovarian cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, dyspareunia, genital haemorrhage, gestational diabetes, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: there were 3 coils seen in the endometrial cavity. There was 1 coil at the tubal ostium. Discrepancy noted as per pfs: date of removal of essure device: (B)(6) 2012. Most recent follow-up information incorporated above includes: on 10-dec-2018: pfs received, event added- ovarian cyst. Events onset date added. Patients medical history and concomitant drug added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and back pain ("back pain"). The patient was treated with surgery (in 2013, she underwent salpingectomy and hysterectomy.). Essure was removed in 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, genital haemorrhage and pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.